Event description:
It was reported that pump display had pixel problem that prevented customer from reading screen and interacting with pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump, confirmed shipping address, instructed customer to place pump in storage mode and return it with prepaid label, and advised customer to reenter pump settings and reconnect continuous glucose monitor to replacement pump.